Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the left ventricular lead. The patient was asymptomatic to the noise. During initial implant of the lead, it was inserted into the right atrial port in an off-label implant procedure. The noise was reproducible with arm movement. The device was reprogrammed.